Event description:
A full 180mm ring was applied to a male pt of average height and weight to treat a proximal tibia fracture. Aprox 3 weeks later, it was noted that one of the wire carriages and two of the screw carriages were broken. There was no injury to the pt; however, the pt was brought to the operating room to have the system replaced.